Event description:
The surgeon reported that during vitrectomy surgery, there was poor intraocular pressure (iop) control when treating the peripheral part of the eye. The eye was harder than usual and was pushing back even though pressure was applied on it. In addition, the operator claimed that iop control responded strangely. The problem was resolved after turning off the iop control and the surgery was completed in the usual manner. No pt harm was reported. Additional info is not expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).